Manufacturer narrative:
Batch review performed on 13 august 2020: lot 1906462: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 4 other similar events reported on the lot. Additional device involved: batch review performed on 13 august 2020: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot 1910313: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 month after primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.